Event description:
Reportedly the patient developed "serious injury including pain and nerve injuries."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006 the patient underwent lumbar myelogram. Multiple spot images were taken ap lateral, oblique and then standing. On the ap lateral and oblique films there is minimal stenosis at the 4-5 segment. With standing there is almost complete block with more compression on the right and mild spondylolisthesis that is mobile at the 4-5 segment with standing flexion extension films. On (B)(6) 2006 the patient was preoperatively diagnosed with lumbar spinal stenosis with a mobile degenerative spondylolisthesis at l4-5 and underwent the following procedures: decompressive lumbar laminectomy at l4 and l5, interbody fusion l4-5, posterolateral fusion l4-5, pedicle screw fixation l4-5, emg monitoring, fluoroscopy. As per the operative notes: ¿standard exposure of the dorsal spine at 4-5. Pedicle screws in place in the center of the pedicles on the right at 4-5, left 5. Distraction after resecting the interspinous ligament at 4-5 and then placement of laminar spreader. It was held with a temporary rod on the right. Did initially a transforaminal lumbar interbody fusion approach on the left removing the disc cleaning the disc completely using currets and also spine jet. Placed an 11 mm implant. Placed rhbmp-2/acs and bone graft in front of it. Rhbmp-2/acs within it and vitoss behind it with aspirate. Placed the l5 screw. Gentle compression. Completed the decompression on the right. Did a complete l4 and 5 laminectomy.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).